Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when removing the needle from the 8mm trocar during a robotic laparoscopic hernia, the needle tip broke and fell into the patient¿s cavity. They retrieved the needle tip to complete the case. There was no patient injury.